Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had a low flow alarm pop up in an arctic sun device. They closed it out and it has not returned. The patient has rewarmed and there are only 2 hours of normothermia remaining. Nurse wanted to know if they need to drain the pads or do anything at this point. Patient temperature (pt) was 36.5c, water temperature (wt) was 36.8c, flow rate (fr) was 0.7lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 34 percentage. The pad tubing was going up and over the railing, but it was straight as they could. The tubing was twisted, but the flow rate did not improve when it was straightened out. Since the patient was at target and the water appeared the be heating properly suggested continuing therapy as was for the remaining 2 hours. If the patient's temperature begins to stray from target and the water was not adjusting accordingly call back. No additional calls received.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. Correction: b, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had a low flow alarm pop up in an arctic sun device. They closed it out and it has not returned. The patient has rewarmed and there are only 2 hours of normothermia remaining. Nurse wanted to know if they need to drain the pads or do anything at this point. Patient temperature (pt) was 36.5c, water temperature (wt) was 36.8c, flow rate (fr) was 0.7lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 34 percentage. The pad tubing was going up and over the railing, but it was straight as they could. The tubing was twisted, but the flow rate did not improve when it was straightened out. Since the patient was at target and the water appeared the be heating properly suggested continuing therapy as was for the remaining 2 hours. If the patient's temperature begins to stray from target and the water was not adjusting accordingly call back. No additional calls received.